Manufacturer narrative:
Conclusion: based on the received information, it seems that the reported lack of hearing was caused by a post-operative migration of the active electrode array out of the cochlea. A full insertion was achieved at the initial implantation. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use. This is a final report.

Event description:
The user's hearing performance with the device decreased. In fitting appointment on (B)(6) 2019 the user's performance was good (80% monosyllables and 100% numbers). The user's speech and hearing performance on (B)(6) 2020 showed a decrease (25 % monosyllables). CT imaging performed on (B)(6) 2020 confirmed migration of the electrode, 2 electrodes were extra-cochlear. The user underwent a revision surgery on (B)(6) 2020 during which the array was fully re-inserted. The user was reactivated on (B)(6) 2020. The user's performance was good, showing 100% numbers and 75% monosyllables.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device decreased. In a fitting appointment on the (B)(6) 2019 the user's performance was good (80% monosyllables and 100% numbers). The user's speech and hearing performance on the (B)(6) 2020 showed a decrease (25 % monosyllables). CT imaging performed on the (B)(6) 2020 confirmed migration of the electrode, 2 electrodes were extra-cochlear. Post-op imaging performed after initial implantation surgery showed that the electrode array was fully inserted. The user underwent a revision surgery on the (B)(6) 2020 during which the array was fully re-inserted.